Manufacturer narrative:
A medtronic field service engineer (fse) went to site to troubleshoot issue. System presented with a beeping from the ias and no x-ray but rebooted and system worked fine. On another visit upon inspection noticed that while the umbilical was disconnected the x-ray charging lights went dead within 1min. The charger boards were tested and the voltages were below normal range. Tray 3 batteries also tested well below normal. Error25 noted while taking 2d and 3d images (but not every time). Charger board and battery parts ordered. Replaced charger boards. Charger boards were sent back to manufacturer and an analysis was completed. Battery charger 2- could not confirm reported problem. Battery charger2 passed pcb level bench test. Board was installed in the oarm system 267 and ran without any issues. Battery charger 1-confirmed reported problem " bad charger board". Battery charger1 board failed bench testing. Charger g output voltage at 0v from no load to full load. Tested system after replacement. Passed all testing and the staff was notified that the system was fully functional. No further issues reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported beeping from the image acquisition system (ias). The site had taken an ap shot and went to move the gantry superior when the ias started beeping. It would not allow them to take a fluoro shot. Troubleshooting consisted of rebooting the system. After reboot the system functioned as expected; able to take fluoro shot without system beeping. Probable cause - generator error. There was no impact on patient outcome.